Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received the items. And the circulation pump was damaged. The shipping box was undamaged but they noticed that the connector that was used to protect the pins was not seated on to the pump during shipping. That would indicate it was a used or returned part as someone would have had to remove the connector which was not very easy to remove and very unlikely to fall off on its own. The flow sensor is also broken. That was discovered upon opening the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they received the items. And the circulation pump was damaged. The shipping box was undamaged but they noticed that the connector that was used to protect the pins was not seated on to the pump during shipping. That would indicate it was a used or returned part as someone would have had to remove the connector which was not very easy to remove and very unlikely to fall off on its own. The flow sensor is also broken. That was discovered upon opening the box..